Event description:
It was reported that the patient presented in clinic after receiving several shocks. The device could not be interrogated. The device was explanted and replaced. During the replacement procedure the device was found to be in backup vvi mode. Premature battery depletion was suspected.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. The low battery voltage was caused by premature battery depletion from high current drain. The high current drain was due to an anomalous transistor on the hybrid. Cause of the damaged transistor could not be determined.